Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt that was programmed vvi would receive weekly alerts for atrial lead impedance out of range even though the alert seemed to be turned off. Pt was in-clinic and wanted to make sure that no atrial algorithms were programmed. Device image review showed that the atrial lead impedance alert was flagged. Clinician cleared the flag. The device remains implanted.